Event description:
It was reported that during an inspection strange particle matter was found inside pouch.

Manufacturer narrative:
(B)(4). Customer indicated presence of "strange particle matter inside pouch." Eighteen packages were visually inspected. Foreign matter was confirmed in six of the packages. The foreign matter identified in five of the six packages were particles of cardboard and plastic. One package contained what appeared to be insect wing. The package was opened to view under microscope and photographed. The sample was sent to lab for analysis of the foreign matter. The lab confirmed that the foreign matter was protein based and an optical microscopy analysis of the particles has the appearance of an insect wing or parts of an insect.